Event description:
It was reported that the pump battery was depleting quickly, and subsequently the pump shutdown. The customer¿s blood glucose ranged from 162-163 mg/dl. The customer reverted to an alternate method of insulin therapy.